Event description:
During procedure, it was reported that the catheter broke off during removal, and the broken segment remained in the patient.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.